Event description:
Reported issue: the nurse found the catheter had slipped out of the patient and the balloon was broken.

Manufacturer narrative:
(B)(4). 1 actual sample was returned for investigation. It was reported that "the nurse found the catheter slipped out with broken balloon from the patient." Review of the sample provided, observed that the balloon had burst. Close examination of the balloon surface showed scratch marks near the burst line. Such evidence of scratches may happen due to several reasons such as balloon had contact with sharp object or had encounter bladder or kidney stone during use for patient with bladder or kidney stone history. In current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out. Based on the investigation conducted, burst balloon on the sample exhibited scratch marks which may propagate and weaken the balloon membrane, and lead to burst. Therefore, this complaint could not be confirmed.

Event description:
Reported issue: the nurse found the catheter had slipped out of the patient and the balloon was broken.

Manufacturer narrative:
Qn#(B)(4). The device investigation is pending and the results will be submitted in a follow-up report.